Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2011; 71222 lead, implanted: (B)(6) 2010; 4068-52 lead, implanted: (B)(6) 1996. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a methicillin-resistant staphylococcus aureus infection. It was noted one of the leads had eroded through the skin. A right ventricular (rv) pacing lead which was previously capped due to device upgrade was removed with the infected system and was returned to the manufacturer. The lead tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.